Event description:
During use, the tip of the sheath started to fracture. While, during repositioning, the sheath was temporarily removed from the patient, the defect was detected and a small piece of the sheath was noted to separate from the device. Manufacturer response for long sheath, neuron max (per site reporter). The manufacturer hasn't yet had opportunity to examine the product involved in the incident.